Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this rv lead was seeing noise when running impedances during a device change out. It was noted that the patient has two rv leads implanted, one in the high rv septum and one in the rv apex. When avd was lengthened, the noise went away. It is believed that the leads are likely too close together for the programming and that was the cause for noise. There was no mention of intervention.